Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented to hospital, lead micro-dislodgment was observed on x-ray. There was increase in threshold along with loss of pacing and/or sensing due to dislodgement or cyst formation. Lead repositioning was unsuccessful due to fibrosis. Lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient had stroke seventeen days after the procedure. Patient received neuro-medication. The patient has difficulties to move and control the left arm and leg. Event was considered as resolved and the patient was discharged in rehabilitation center. Event is suspected to be related to procedure for now.